Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeps constantly with pad-pak attached. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6)2014 . During the investigation, the status led was observed to be flashing green and beeping, this would confirm the reported fault. This is due to a short circuit between the anode and cathode of the red status led resulting in leakage current to beeper bp1. The fault was replicated with use of a known good membrane and wire link. The status led¿s are tested during h032-014-004 final test. Therefore, it is concluded that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The short circuit was seen on the membrane. The fault could not be replicated with a known good membrane fitted. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device beeps constantly with pad-pak attached. There was no patient involved in this event.